Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges end user broke his leg because the chair would not stop.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the alleged condition (not stopping) could not be duplicated.

Event description:
Alleges end user broke his leg because the chair would not stop.